Event description:
It was reported, the patient experienced rib stimulation. The physician took the patient to surgery and moved the lead more midline. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.